Manufacturer narrative:
Although requested, neither the electronic data files from the device, nor any patient or event information has been provided. The investigation remains open, and no root cause is known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
It was reported by a professional user that the device had its service and warning indicators lit during use. It was also reported that although the patient in this case was not resuscitated, the patient's outcome was not related to the reported device problem. No other patient or event details were provided.

Manufacturer narrative:
Received unit with the lower ball screw cap screw and washer loose inside of the compression module. Cap screw was verified as being the current version screw with thread lock. Reassembled unit and ran test compressions in test fixture with no errors. Root cause traced to component failure of cap screw.